Event description:
Adenosine 6mg / 2ml injection, manufactured by sagent lot #fk902 exp. Date 01/2011. Unable to inject medication through the syringe, seems to be blocked. Difficult in general to seat the collar into place to get the luer to accept the needleless port. Dose or amount: 2mg. Route: IV bolus. Dates of use: 2009. Diagnosis or reason for use: svt.